Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing where ventricular tachycardia (vt) was being incorrectly marked as supraventricular tachycardia (svt). The ra lead is not a boston scientific product. Boston scientific technical services provided guidance to the boston scientific representative that atrial discriminators could be programmed off. The lead remains in-service and was successfully connected to a new boston scientific implantable cardioverter defibrillator (ICD) device. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).